Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received a button error alarm and failed battery test alarm. The customer's blood glucose was over 300 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with insulin pen. The customer stated that they tried several batteries but could not get the insulin pump to work. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected failed battery test noted. All buttons functioning properly. No damage in keypad assembly noted. No button error alarm noted. Inspected the lcd connector and no unlocked connector noted. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with cracked case at the display window corner, belt clip slot and minor scratched display window.